Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 0.14 ng/ml on a patient at 11:25 on the same day. A second sample generated a troponin I result of 0.04 ng/ml and 0 04 ng/ml, respectively, at 15:30, 2007 on the I-stat analyzer. Later in 2007, the samples were tested on a laboratory analyzer yielding a result of <0.03 ng/ml.